Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit passed the mdu-5 plus basic functional test. The results were recorded on the mdu-5 qc functional test data sheet. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-06073 and 2134265-2014-06070. It was reported that automatic pullback failure occurred. The target lesion was moderately tortuous. During a percutaneous coronary intervention (pci), an opticross¿ was used. It was noted that the device was unable to perform pullback properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2014-06073 and 2134265-2014-06070. It was reported that automatic pullback failure occurred. The target lesion was moderately tortuous. During a percutaneous coronary intervention (pci), an opticross¿ was used. It was noted that the device was unable to perform pullback properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.